Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a leak failure had occurred in the channel tubing, which prevented reprocessing from being completed and resulted in residual liquid or foreign material coming out of the forceps channel port. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer (automated endoscope reprocessors) /wd (washer disinfectors). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was confirmed. Additional evaluation findings: bending tube was damaged; universal cord had a dent; distal end was shaved; image guide bundle had a stain and had significant breakages; ultrasonic connector had corrosion due to water leakage; and acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the bronchofibervideoscope was damaged from a leak in distal end rubber. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed residual liquid or foreign material came out of forceps channel port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.